Event description:
It was reported that the display of the infusion device was defective. The customer experienced two hypoglycemia events in approximately 2 weeks, and he was able to manage his low blood glucose levels that were 2,4 mmol/l at the first event and 2,8 mmol/l at the second event. The customer alleged that due to the display defect presented as black stripe, he might have missed the displayed active insulin amount and he gave himself too much insulin.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.